Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit(30cm).

Event description:
A report was received that the patient was experiencing inadequate stimulation in the hand and eventually became uncomfortable in other areas. It was noted that the lead had high impedance value and the physician suspected lead fracture. The patient underwent replacement of the lead. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4) device evaluation indicated that the splitter passed visual, electrical, mechanical and photographic imaging tests performed. The complaint of high impedance was not confirmed. The splitter passed impedance test. The splitter was also rotated in several directions to duplicate the reported complaint with no anomalies detected. Therefore, the reported complaint of high impedance could not be duplicated. (B)(4) device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 1cm from the proximal end. Eleven cables were broken/severed at this spot. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. There were no exposed cables

Event description:
A report was received that the patient was experiencing inadequate stimulation in the hand and eventually became uncomfortable in other areas. It was noted that the lead had high impedance value and the physician suspected lead fracture. The patient underwent replacement of the lead. The patient was reportedly doing well postoperatively.